Manufacturer narrative:
The investigation into purge leak ¿ pump has been completed. The impella device was not returned for evaluation. The root cause of the purge leak pump was most likely a damaged sidearm but the exact location and cause could not be confirmed as product was not returned. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05953. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H6 code 4641 was reported incorrectly. New code was added to health effect - impact code.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a leak was noted on the yellow luer on the impella after a purge bag change. Purge system open alarm became active. The team did a purge system bypass to restore purge pressure until the impella could be replaced.